Event description:
Spacelabs received a report that a medium priority alarm covered a high priority alarm for asystole and the high priority alarm never went off.

Manufacturer narrative:
It is spacelabs policy to report every event that involves a patient death. Spacelabs is evaluating this event and will file a follow up report when our evaluation is concluded.